Event description:
The customer reported that the system locked up with a hard drive failure. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive upgrade kit was installed during the service call. The system was tested and found to be working as intended and put back into service.